Manufacturer narrative:
It was reported that an 80-year-old male patient (79.8 kg 5¿9¿) with history of hypertension, obstructive sleep apnea and sick sinus syndrome with dual chamber pacemaker, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a small effusion was observed at baseline. During the ablation phase, the patient became hypotensive. Cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed and 2 liters of fluid were removed. The patient was then moved to the operating room (or) for surgery. Patient condition improved and was reported stable. Extended hospitalization was required as a result of the event. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition and procedure related. Device evaluation details: the device evaluation has been completed. The device was visually inspected and found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On 1/17/2020, the bwi product analysis lab received the device for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an (B)(6)-year-old male patient ((B)(6) kg 5¿9¿) with history of hypertension, obstructive sleep apnea and sick sinus syndrome with dual chamber pacemaker, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a small effusion was observed at baseline. During the ablation phase, the patient became hypotensive. Cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed and 2 liters of fluid were removed. The patient was then moved to the operating room (or) for surgery. Patient condition improved and was reported stable. Extended hospitalization was required as a result of the event. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition and procedure related. Transseptal puncture was performed with a 71 cm cook transseptal needle. There was no evidence of steam pop during the ablation. The irrigation was set at 15cc/min. No error messages were displayed on any bwi equipment. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were range 3mm, 3gm force 25% of time. Respiratory gated was used as additional filter. The color option used prospectively was tag index value. The patient was also reported to be on equilis and aspirin (asa) medications.